Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have thermal damage to the yaw pulley. The yaw pulley had charring and localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during central processing procedure, the 8mm maryland bipolar forceps instrument was found to have a damaged plastic. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) obtained the following additional information: the damage was noted in the washing centre after the intervention. There were no comments from the surgeon regarding a possible incident during the operation. We do not see any thermal damage.